Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon opening the device package, the user noticed that the introducer tip was missing. It was further noted that the tip of the sheath was split. Therefore, the device didn't make patient contact and another device of the same kind was used instead.